Event description:
It was reported that a 6" (15 cm) appx 0.24 ml, smallbore ext set w/microclave® clear, clamp, nanoclave® t-connector, rotating luer was found to leak during patient use. It was stated in the report that the patient's white lumen was leaking as evidenced by wetness on the central venous line (cvl) vest as well as seen when flushing. The cap and tubing change was completed immediately, and the white lumen was capped although the luer lock was still not fully secure. White lumen was not used for the remainder of the shift and a computerized axial tomography( cat) team consult was placed to evaluate the issue in the morning. The cat team reviewed and indicated the issue was the t connector was swiveling and not connecting correctly to the lumen. The t connector did not have enough ridges to tighten onto the end of the lumen. Their team noticed the issue some time ago that the t connectors weren¿t fitting well. There was no patient harm reported.

Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined.

Manufacturer narrative:
No a1003 product samples, videos or photographs were returned for investigation. The DHR was reviewed and there were no non-conformances found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided. Lot history review was reviewed and there were no non-conformances found that would have contributed to the reported complaint.